Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that air noticed in line on large volume alaris "pump infusion set" when trouble shooting air, tubing disconnected from blue cassette (the portion that loads into pump) and began leaking tpn. The line is cut and tied in a knot.

Manufacturer narrative:
The customer reported the tubing was alarming air in line, and then found to be leaking when the pump was opened. One tubing set of material 10942011, lot unknown was returned. Upon initial visual examination, the set verified the complaint of leakage, and separation at the lower fitment of the pumping segment. The little blue ring retainer is responsible for maintaining the connection with the silicon, and the safety clamp. This ring retainer was not returned with the set. There is evidence on the silicon tubing that the ring retainer was assembled. The tubing was also cut off before the male luer, as reported by the customer. The root cause for the pump segment separation is not able to be traced to the manufacturing site. There is a potential clinical root cause, and a member of our clinical team was notified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.